Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case when trying the pull exams from pacs the site experienced an "ecript error" and had to hard shutdown the system. After the hard shutdown the grub menu was present and technical services walked them through ignoring (which brought up the log in menu, but the screen flashed back to the grub menu) and fixing the errors. After both procedures the grub menu was still present. Additionally, it was indicated that the ssd that was sent did not work. They plugged it in and got this error message upon boot up: ¿reboot and select proper boot device or insert boot media in selected boot device and press a key¿. They used the old ssd and started the system. They got the ubuntu menu and went through the ubuntu tool. The system completed the boot up process immediately and continued working after multiple shut downs and startups. We used the system successfully on (B)(4) cases on monday. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The hard drive was replaced with a new solid-state hard drive and then replaced with the old solid-state drive to make things work again. The failure was resolved. The navigation system then passed the system checkout and was found to be fully functional. The replacement solid-state drive was returned to medtronic for further evaluation. When attempting to boot the solid-state drive, it was found not to be duped with an operating system. Analysis determined there was a failure with the solid-state drive; this issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.